Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous. During the procedure, while advancing a pod pc in the distal tip of the microcatheter, the physician experienced resistance. The physician then retracted the pod pc to remove it, and the pod pc unintentionally detached in the microcatheter; therefore, the detached pod pc and microcatheter were removed. The procedure was completed using three other pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 28.5 cm from the proximal end. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. The pusher assembly was knot distal to the introducer sheath approximately 146.0 from the proximal end. Conclusions: evaluation of the returned pod pc confirmed a detached embolization coil. Further evaluation revealed a kinked and fractured pusher assembly. If the pod pc is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the pusher assembly is further manipulated, damage such as a fracture may occur. If the pusher assembly fractures, and the pull wire is retracted, the embolization coil will detach. Further evaluation revealed that the pusher assembly was knotted distal to the introducer sheath. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder